Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer¿s hospitalization from the attorney of the family. The information received on july 15, 2020 stated the following - reporter alleges: in or about (B)(6) 2019 the customer began using an insulin pump. On or about the (B)(6) 2020, the customer got hospitalized due to high blood glucose of over 1000 mg/dl, went into diabetic ketoacidosis and a diabetic coma due to the incident. No further information on the incident was provided.